Manufacturer narrative:
B3 - date of event: used 02/01/2025 as the exact event date was not reported. D2b - pro code (product code): fge, lit. E1 - initial reporter address 1: (B)(6). G4 - premarket / 510(k) #: k141521, k141597. Detailed initial reporter and additional event details were not provided to bsc. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon was difficult to withdraw, requiring incision for removal. The patient presented with peripheral vascular stenosis caused by uremia underwent balloon dilatation of an arteriovenous fistula. A 6.0 x 40, 75cm mustang balloon was selected for use. However, after the dilation during the procedure, the balloon deformed and was difficult to withdraw. The device was removed by incision, and the procedure was completed with other device. There were no patient complications as a result of this event, and the patient was stable post-procedure.